Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the gear pump was misadjusted and re-adjusted it. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 2 patient samples on a cobas 6000 c501 module. The samples were repeated by the customer because the initial results exceeded the reference range. Sample 1 had an initial result of 5.72 mg/dl. The repeat result was 3.84 mg/dl. Sample 2 had an initial result of 6.42 mg/dl. The repeat result was 3.49 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue.